Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at electrical board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with operating currents within specification. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, scratched keypad overlay, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.